Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose was 278 mg/dl at the time of incident. The customer stated that the display went back to normal after inserting a new battery. The customer also reported that they received unexpected restart alarm and external ram error alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the screen went full black. The customer stated that the display went back after inserting a new battery again. The insulin pump will not be returned for analysis.